Manufacturer narrative:
Please note additional information. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that upon inspection of the packaging in accordance with the instructions for use (IFU), it was noticed that the packaging of the cardiology diagnostic multipac (cath mpac stp 6f) was not sealed upon opening. The product was placed to the side and not used/opened. There was no damage or anomaly noticed on the outer box. There was no other damage or anomaly noticed on the inner pouch. Two boxes had the defect: not sealed. With multiple follow-up requests, the product has not been returned for evaluation. Without the return of the involved device packaging, no conclusion can be made regarding the reported event. A device history record review cannot be completed since the lot number is not available. Inspections are in place to detect this type of issue prior to leaving the manufacturing area. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note additional information. Please note that two devices of the same catalog and lot number were involved in the reported event. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that upon inspection of the packaging in accordance with the instructions for use (IFU), it was noticed that the packaging of the multipac was not sealed upon opening. The product was placed to the side and not used/opened.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received that indicated there was no damage or anomaly noticed on the outer box. There was no other damage or anomaly noticed on the inner pouch. Two boxes had the defect: not sealed. The customer might be returning 10 boxes which could be affected.

Event description:
There was no damage or anomaly noticed on the outer box. There was no other damage or anomaly noticed on the inner pouch. Two boxes had the defect: not sealed.